Manufacturer narrative:
Correction: brand name has been corrected in section d.1. Additional manufacturer narrative: the device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of one report, regarding one device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: only physicians trained in the techniques of laparoscopic or minimally invasive surgery and the use of retrieval bags to remove tissue should use the product. Care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that the trs190sb2, ancr tissue retrieval system, 15mm, 1800ml (3/bx) device was being used during a hysterectomy procedure on (B)(6) 2024, and ¿fraying/shredded fibers from specimen bag that were seen inside the patient abdomen using robotic camera. This occurred in 1 case with 1 specimen bag.¿. Through follow-up assessment, the sales representative indicated "the staff told me they removed all fragments they could see. They explored and they believe they removed everything from the patient's abdominal cavity.". The procedure was completed without the use of an alternate device and no reported delay. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.